Manufacturer narrative:
Correction: d4; h4. Claim# (B)(4).

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to remove the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced cortical lens opacity. The lens was later removed. Phaco-emulsification, and iol implantation performed. The problem was resolved. Cause of the event is unknown.